Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the customer's medwatch report was received from the FDA which states " secondary ivf rate faster than programmed. Rn noticed that secondary rate was dripping faster than programmed. Infusion paused and secondary ivf continued to drip. Rn noted that if you clamped off the primary line right before the secondary hookup the infusion would drip at the programmed rate. Secondary IV was backflowing into primary bag. Primary IV tubing changed, and problem resolved. Reference report: mw5164987". There was patient involvement, but no patient harm. Additional information was received from the customer through customer follow up. Ampicillin 1gm/100ml was programmed to infuse at 200ml/hr over thirty (30) minutes. The devices were not sequestered as customer states "not a pump issue, but a tubing issue. Once primary tubing was replaced the infusion completed without any issue."

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion/ possible back check valve was not determined because no products or device logs were returned.

Event description:
A copy of the customer's medwatch report was received from the FDA which states " secondary ivf rate faster than programmed. Rn noticed that secondary rate was dripping faster than programmed. Infusion paused and secondary ivf continued to drip. Rn noted that if you clamped off the primary line right before the secondary hookup the infusion would drip at the programmed rate. Secondary IV was backflowing into primary bag. Primary IV tubing changed, and problem resolved. Reference report: mw5164987". There was patient involvement, but no patient harm. Additional information was received from the customer through customer follow up. Ampicillin 1gm/100ml was programmed to infuse at 200ml/hr over thirty (30) minutes. The devices were not sequestered as customer states "not a pump issue, but a tubing issue. Once primary tubing was replaced the infusion completed without any issue."